Event description:
The customer contact reported during preventative maintenance testing at the user facility, the 3 volt dc connector port on the device was charred. The customer contact reported spillage on the 3 volt dc connector. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This device was identified as part of a customer notification dated august 1, 2011. This report represents all the info known by the reporter upon query by hospira personnel.